Event description:
It was reported that during a scheduled routine ICD change-out, the physician noted externalized conductors under fluoroscopy. The case was canceled and no further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.